Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: balance middleweight; guide cath: 6f ebu. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us. The product code listed and the PMA number listed is based on the predicate device (xience v) and is therefore similar to a device sold in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database indicated there had been no similar shaft detachment incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a radial artery access approach during a procedure of the heavily calcified, mildly tortuous, 90% stenosed, de novo, mid circumflex artery using a 6 fr non-abbott guide catheter and balance middleweight (bmw) guide wire predilatation was completed using 2 different balloon dilatation catheters. The 2.75 x 23 mm xience pro stent delivery system (sds) was advanced, but could not cross the lesion. As pressure without force was applied it was noted that the sds proximal shaft broke and separated. The device was removed without reported issue and only balloon angioplasty was performed to the vessel. The patient left the cath lab in stable condition. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.